Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, swelling, inflammation, damage to bone and tissue, permanent disabilities, and is at risk for high levels of chromium and cobalt in blood from metal debris after asr hip implant.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and product/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (b)(4. Reason for original complaint - litigation alleges patient had pain, swelling, inflammation, damage to bone and tissue, permanent disabilities, and is at risk for high levels of chromium and cobalt in blood from metal debris after asr hip implant. Doi: (B)(6) 2007 (right hip). Dor: none reported. Patient is resident of (B)(6). Update - (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified dob and product/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2014 - revision date - reason for revision patient wanted asr removed no other reasons given - patient demographics - surgeon name.